Manufacturer narrative:
The pump was returned to animas for evaluation due to distributor reporting the pump made a "rattling" sound. Evaluation revealed the pump was resetting itself due to a loose component on the circuit board. No adverse event was reported as a result of this complaint.

Event description:
Evaluation revealed the pump was resetting itself without user intervention.